Manufacturer narrative:
(B)(4). A used patient sample was received for evaluation. Visual inspection and functional tests were performed. Functional testing performed included leak testing, clamp function test, and clear passage testing. Visual inspection did not identify the reported event. The device passed all functional testing. Sample analysis did not verify the event. The lot number of the device was unknown; therefore, a batch review could not be completed. Upon conclusion of the investigation, the cause of the reported event was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient on peritoneal dialysis therapy experienced a leak from the clamp on their transfer set. This event was reported to occur during patient use. No injury or medical intervention was reported on the patient. No additional information is available.

Manufacturer narrative:
(B)(4).a sample has been received and a complete evaluation of the device is yet to be completed. Should additional relevant information become available, a supplemental report will be submitted.